Event description:
It was reported that during a posterior bankart repair, two anchors broke and portions of each were not retrieved from the patient's glenoid. Upon insertion, the anchors stopped advancing; the surgeon used a mallet and the anchors broke. Approximately 3/4 of the anchors were retained in bone, the 1/4 portion loose pieces were retrieved. The surgeon moved to a different location on the glenoid and over-drilled new holes; he successfully inserted new anchors to complete the case. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further information was provided; no additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include not inserting (or not malleting) the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.